Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with the binaxnow covid-19 ag self test performed on (B)(6) 2021. The customer stated the first (1) test generated positive results. The customer conducted a second and third test performed on the same day and generated positive results. Additional testing with the binaxnow covid-19 ag self test and generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The supplemental report is being submitted to correct the previously reported event and provide additional information.

Manufacturer narrative:
Testing was performed on retain kit lot 153354 with the abbott diagnostics scarborough's limit of detection (lod) positive quality control x3 devices and negative (blank) swabs x3 devices. All test results were valid and performed as expected with no conflicting results replicated. Additionally, the manufacturing and quality control release testing were reviewed for kit part number 195-160/lot 153354 and test device 195-430h/lot 148399 and they met release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 153354 showed that the complaint rate is (B)(4). A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 153354 showed that the complaint rate is (B)(4). Based on the evidence available, it indicates that this device lot is performing within the statements made within the package insert statements. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.